Manufacturer narrative:
(B)(4). On (B)(6) 2022, the customer alleged for blank display and pump overheating. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, and motor. Found physical damage on the broken j6 and j7 on pcba 1 due to moisture damage. Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, stained keypad overlay, detached retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and faded serial number label damage. Missing retainer ring was confirmed. Cosmetic damage wasn't specified, however, other cosmetic damages were noted. Device heating up was unknown due to blank display. Blank display was confirmed due to moisture damage on the electronic assembly. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not able to turn on. Customer was tried different batteries. No harm requiring medical intervention was reported. The device was returned for analysis.